Manufacturer narrative:
No defect alleged.

Event description:
It was reported that a hospital staff member unlocked the brake of the stretcher, it then swung around somehow and the lower portion of the stretcher cut their leg. It was reported that the cut required stitches.